Event description:
It was reported that a spectrum pump alarmed for a system error 105. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found of specification in relation to the reported symptom which was reproduced. System error 105 was confirmed and caused by a failed motor flex. As a result, the motor has been replaced.